Event description:
It was reported that customer experienced cgm error and needed assistance with cgm sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance, confirmed error did not recur, and was advised to wait before starting new sensor session, which customer understood and acknowledged.